Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found the o-ring on the back of the iabp where the helium station connects was missing. The o-ring was replaced with a non-inventory o-ring and the stm verified the helium was full. The stm let the machine sit idle for several hours and again for a few days and the helium level remained the same. The stm completed all safety, functionality and calibration checks. All tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak issue. They stated they thought it may have had a slow leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, no adverse event was reported.